Manufacturer narrative:
The investigation determined that a vitros cea reagent pack had been misidentified as a vitros ft4 reagent pack. No biased or erroneous results were obtained as the ft4 assay signal obtained from the misidentified cea reagent pack was below the ft4 minimum assay threshold limit; therefore condition code pw8-405 (alu to small) was generated. However, it is possible biased and believable results can be obtained if certain combinations of misidentified reagent packs are involved. The vitros 5600 integrated system was operating as intended. The root cause of this event is user error while loading and manually identifying a vitros immunodiagnostics reagent pack.

Event description:
While attempting to test two different patient samples using a vitros free t4 (ft4) reagent pack on a vitros eciq immunodiagnostic system, no result was generated for either sample. The vitros eciq system instead posted pw8-405 (alu to small) condition codes. The pw8-405 condition code indicates the ft4 assay signal is below the minimum threshold for the assay. It was later determined a vitros cea reagent pack had been misidentified as a vitros ft4 reagent pack. No biased or erroneous results were obtained using the misidentified reagent pack. However, depending on the combination of misidentified reagent packs involved, biased and believable results could be obtained and reported from the laboratory if occurred undetected. Biased results obtained from a reagent pack other than the intended reagent pack may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).